Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display due to corroded keypad electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the customer went into pool and insulin pump got wet. Troubleshooting was done for moisture expose. Customer heard fluid upon shaking insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.